Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor was unable to communicate properly with an electrode belt, causing the reported resets. The cause for the communication failure was isolated to a defective u413 can controller on the computer/analog pca. The root cause for the defective u413 controller could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.